Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of 87 mm diameter of a pre-operatively ruptured abdominal aortic aneurysm. It was reported that after the stent grafts were implanted the patient was brought back into the or for abdominal bleeding late at night on same day of the implant procedure. Angio runs showed good proximal and distal seals, and no strike through or contrast coming through the stent graft eliminating type I, iii, and IV endoleaks. The aneurysm was bleeding and a type ii endoleak could not be ruled out. There was a thought that while ballooning the aortic bifurcation the aorta tore slightly, and possibly a pair of lumbar arteries that could not be visualized continued to bleed. The balloons used were dual reliant balloons utilizing a kissing balloon technique (inside the stent graft) from the endurant bifurcated stent graft's flow divider inferiorly to the distal ends of both limbs. The bifurcated stent graft and limbs were explanted one day post implant and a bifurcated graft was sewn in. The open repair was successfully completed. The physician does not believe the event was device or procedure related but still unsure why this occurred. No additional clinical sequelae were reported and the patient is fine. Review of returned pre-implant non-contrast cta¿s revealed that the approximate proximal neck diameter was 29mm at the level of the renal arteries, and the maximum aaa diameter was 8.3cm. The distal aortic diameter was approximately 22 x 18mm and was calcified, and the iliac arteries were also moderately calcified. Angio images at implant showed that the bifurcate was implanted just below the renal arteries; the ipsilateral limb was placed into the right common iliac and the contralateral limbs into the left iliac. Kissing balloons were seen utilized within the distal aorta. No obvious endoleak could be seen in the films. Post-implant cta¿s confirmed that the bifurcate was implanted just below the renal arteries. The bifurcate proximal od is 27mm x 29mm. The limbs are slightly compressed within the distal aorta; diameter measured 20 x 24mm across both limbs. Since the films were non-contrast, flow through the lumens and any endoleak could not be assessed. No stent graft issues were observed. The cause of the reported events could not be determined; may have been due to ballooning within the small and calcified distal aorta. The possible type ii endoleak may have also contributed.

Manufacturer narrative:
(B)(4).